Manufacturer narrative:
(B)(4). It was reported that the patient was treated with vancomycin (2gm, frequency and route not reported) and fortum (frequency, route and dosage not reported). The patient has not yet recovered from this event. No additional information is available. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt had a break in aseptic technique further described as the patient did not follow aseptic procedure and did not wear a mask. The pt was not hospitalized for the event. Treatment for the peritonitis was not reported. At the time of this report, extraneal therapy was ongoing. Additional information was requested but is not available.